Manufacturer narrative:
Patient information and date of initial implantation have not been made available by the clinic as of the date of this report, (B)(6) 2016. Device unavailable for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2016.